Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that nothing was resolved at the time of the report. The rep reported that the patient was advised to keep a log over the next two weeks of these occurrences and then pull a data file to send back. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient started having issues 4 months ago where the ins would turn itself up on its own. The rep reported that the patient has not had adaptive stimulation enabled at any point. The rep reported that the patient¿s issue was not related to any position and the issue occurred every day, several times a day. The rep reported that the patient used group b and noted for example that the patient might be at 1.2v and then feel it change and then she would check it and find it at 1.7v. No further complications were reported.